Manufacturer narrative:
The manufacturer instructed the clinic not to use the laser system until the device can be evaluated and serviced. The navilas laser system was inspected by an authorized service technician on (B)(6) 2024. During service, a problem was found with the y-scanner and the optical head was replaced. The optical head is being sent back to the manufacturer for analysis and the findings and conclusions will be submitted in a follow-up report. During the service visit the log files were reviewed which revealed that the system produced the correct error message about the aiming beam not being visible (i.e., "warning aiming beam position could not be verified.txt"). However, the user ignored the error message and overrode the warning and proceeded with the treatment. Fundus photos were obtained and reviewed. Image analysis confirmed the treatment area was delivered in the inclusion area (i.e., extra-macular area ). According to the system risk analysis, damage to this area has no adverse functional impact on vision and is therefore considered trivial permanent tissue damage. Manufacturer reference #: (B)(4).

Event description:
A patient underwent treatment with the navilas® laser system 577s in the left eye on (B)(6) 2023. The clinic reported experiencing a device malfunction during treatment whereby the pre-planned laser spots were placed. When lasering, the actual burns were superior to where the intended spots were placed. The laser was placed in the superior retina therefore no macular damage occurred. There is no change in the patient's treatment plan. Postoperatively the patient was reported as being in stable condition.

Manufacturer narrative:
The manufacturer performed a thorough device evaluation that consisted of remote diagnostics, on-site servicing, and in-house testing of the replaced optical head components. The investigation confirmed the device malfunction and identified a defective scanner driver board and galvo motor which caused unpredictable aiming beam movements. The scanner driver board and galvo motor were replaced and the device was returned to specification. A CAPA investigation was initiated for thoroughness of the root cause analysis and there is no indication of a systemic problem. The CAPA investigation ruled out a mechanical problem and narrowed the source to an electrical problem. There have been no new reports of similar issues. Manufacturer reference #: (B)(4).